Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a second stage revision surgery of the right knee was performed. Cement spacer was removed and debridement was performed. Significant medial tibial plateau bone loss was discovered. Tibial baseplate has subsided and tibial stem has perforated tibial canal. Patient will require revision surgery in near future.

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.